Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
A touchscreen issue was reported. There was no patient involvement. The field service engineer (fse) confirmed the touchscreen calibration failed. The fse replaced the touchscreen and the issue was resolved.